Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the controller battery doesn't seem to hold a charge. The patient said that when the go to bed at night their controller battery is at 90% and when they wake up the controller battery is at 20 or 30%. The patient said they noticed this within the last week. The patient stated that they plug in their controller before they go to bed, but then they unplug the controller before they go to bed. The patient was confused and hard to follow at this point in the call. The patient said they just charged their implant battery up to 80% and plugged the controller into charge because the controller was at 60% after charging their implant. It was reviewed that there was normal battery depletion of the controller while charging the implant. The patient reset their controller but didn't see any visible damage to the controller or battery pack. The patient then plugged their controller into the ac power supply without the battery pack inserted and said the controller powered on. The patient inserted their battery pack into the controller while still plugged into the ac power supply and said the controller was blinking green. After the reset the patient said the set -up process screen (3) displayed on the controller. The patient selected implant and then was brought to "connect the recharger" (13) screen; the patient exited out of "connect the recharger" screen and was still seeing set-up process screen (3). The patient once again hit implant and was brought to the "connect the recharger" screen again. After resetting controller,the patient was unable to get past the set up screen and "connect the recharger". An email was sent to the repair department to replace the controller. The patient mentioned they thought their ins battery was also depleting faster than normal within the last week and that they were working with their rep on making adjustments. The patient noted the battery seems to be depleting faster from when they first got the implant and they first noticed this about a week ago. The patient mentioned being on 7.9 on program a and 6.5 on program b. The patient said that their rep told them to turn off group b so that the group doesn't deplete their ins battery. The patient stated they have a doctor's appointment in september and their rep will be at that appointment. The patient called back and said that they just spoke with their rep on the phone regarding the issue. The patient verified that they had their controller plugged into the ac power supply while troubleshooting and not the recharger antenna; also confirmed the were plugged into the ac power supply. The patient said that their ins battery at that time was at 80% and their controller battery was at 70%; then the patient said the implant battery was at 80% and within an hour the implant battery lost 10%. The patient mentioned seeing group a, programs 1 and 2. The patient noted they may call back for help with the set-up process when they receive their controller replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the battery is not depleting at a fast rate. The patient is using 2 programs at once. The rep has directed the patient to turn off program b to prolong the battery charge in between charging sessions.